Manufacturer narrative:
(B)(4). The rt206 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned rt206 adult inspiratory heated breathing circuit was tested using a multimeter. Results: electrical resistance testing showed that the inspiratory limb heater wire was open circuit. Continuity testing showed that the open circuit in the inspiratory limb heater wire was located in the connection between the heater wire and the left heater wire pin inside the overmoulded plug. A lot check revealed no other complaints of this nature for lot number 110119. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. The timing of use shows that the heater wire became open circuit post production. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that an rt206 adult breathing circuit was found to be open circuit during use. No patient consequence was reported.